Manufacturer narrative:
(B)(4) have been initiated for this issue. Model m51psemiblue, serial number/date code (B)(4) is approximately 7 months old. The owner's manual part number 1125085, rev. J (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
Dealer states: customer received new m51 (B)(6) 2012 and had to replace motor (B)(6) 2012. Since then, they have had to replace the second motor. No report of injury.